Manufacturer narrative:
(B) (4): imaging films were not provided. The product remains implanted at this time.

Event description:
It was reported that the patient was seen by a physician approximately three and 1/2 years ago for severe low back pain and progressive weakness and pain the lower left extremity. The patient underwent a laminectomy, facetectomy, foraminotomy bilaterally at l3/l4 with wide decompression and laminectomy, facetectomy, foraminotomy at l4/l5 with wide decompression. The patient was transported to the recovery room in satisfactory condition. Three years post-op, it was discovered that the rods were broken. The patient is scheduled for revision surgery later this month.